Event description:
It was reported that the customer was hospitalized after experiencing erratic blood glucose levels. The customer also experienced memory loss, sweating, difficulty breathing and pale skin. The caller stated that the customer didn't know who or where she was. It was also stated that the doctor attempted to change the basal rate settings while she was in the hospital, but he couldn't due to unresponsive buttons. Troubleshooting was performed, and the buttons were working properly. Assisted the caller with the basal rate settings. The insulin pump passed the displacement test. The caller stated that the insulin pump had been exposed to an MRI scan about two months earlier. The customer requested a replacement insulin pump. Later, the customer was contacted for follow up, and she stated that the hospitalization was due to bad insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.